Manufacturer narrative:
Patient country: united states. Patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and was subsequently hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was over 600 mg/dl at the time of event. The patient was treated via insulin drip at the hospital. It was reported that the patient passed out and fell. The patient was in the hospital for less than twenty four hours. The patient replaced infusion set and resumed insulin delivery successfully. No further information available.